Event description:
The injector head/table bracket fell and hit a tech in the head. The technologist assistant has a concussion. Hospital feels there is a problem with the design of the product for the amount of weight attached.